Manufacturer narrative:
The device evaluation was completed on 4-aug-2021. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. Microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device 00001633 number, and no internal actions related to the reported complaint condition were identified. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the biosense webster, inc. Product analysis lab found the hemostatic valve to be dislodged inside the hub of the vizigo sheath. Initially, it was reported that the dilator was not going into the vizigo sheath. The resistance was noticed when they were trying to put the dilator into the sheath. The sheath was replaced, and the procedure was continued successfully. There was no patient consequence. The obstructed sheath issue was assessed as not MDR reportable. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster, inc. Product analysis lab received the device for evaluation and found the hemostatic valve to be dislodged inside the hub of the vizigo sheath. This was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 4-aug-2021.